Event description:
It was reported that the customer experienced an occlusion alarms. There was no adverse impact reported on the customers blood glucose level. The customer resolved the occlusion events by changing the infusion set and cartridge and resuming insulin delivery. Subsequently, a replacement pump was sent to the customer to resolve the issues,